Manufacturer narrative:
Device evaluation is updated. The following part of device evaluation summary has been removed and it was included by mistake since it did not add any value to the conclusion. The complaint notes clarified that the sheath was used only to introduced the lasso catheter, however the stsf catheter was introduced sheathless through the transeptal puncture alongside the lamp¿ 90. "Catheter was introduced into an IFU recommended sheath and no resistance was noticed during this procedure. Further information received indicates that an 8 french sheath was used during the procedure while the IFU indicates that an 8.5 french is recommended if any other mark is used instead of preface sheath." (B)(4). It was reported that during an afib. Ablation procedure the physician temporarily removed the smarttouch thermocool sf bid (stsf) ablation catheter from the body and noticed an unknown material around the tip of the catheter. It was difficult to ascertain whether it was foreign material or part of the catheter tip or distal catheter shaft that had come apart. The procedure was completed by replacing the catheter. No patient consequence was reported. Upon receipt, the catheter was visually inspected and it was found in normal conditions. There was no material observed during the inspection; it might get lost while sending the catheter back for analysis to bwi. Catheter outer diameters were measured and were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing all catheters are 100% inspected. The customer complaint cannot be confirmed.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products were used during this study: lasso catheter. Other company¿s devices were used during this study: 8f short sheath (brand unknown) for femoral vein access, 8f sjm lamp 90. (B)(4).

Event description:
It was reported that during an afib. Ablation procedure the physician temporarily removed the smarttouch thermocool sf bid (stsf) ablation catheter from the body and noticed an unknown material around the tip of the catheter. It was difficult to ascertain whether it was foreign material or part of the catheter tip or distal catheter shaft that had come apart. The procedure was completed by replacing the catheter. No patient consequence was reported. This complaint is MDR reportable as foreign material poses potential risk to patients and can cause embolism or stroke. During the procedure the physician made a single transeptal puncture with a 8f lamp 90 (st jude medical) for the lasso, and the stsf catheter was railroaded sheathless through the transeptal puncture alongside the lamp 90. The lamp 90 slipped back through the transeptal into the right atrium, so the physician removed the stsf whilst he repeated the transeptal puncture.

Manufacturer narrative:
(B)(4). It was reported that during an af procedure, the physician temporarily removed the stsf catheter from the body, and noticed a sheath around the tip of the catheter. It was unsure what material it was. Physician elected to change the catheter for a new stsf and the case was completed with no further issues. Upon receipt, the catheter was visually inspected and it was found in normal conditions. There was no material observed during the inspection; it might get lost while sending the catheter back for analysis to bwi. Catheter outer diameters were measured and were found within specifications. Catheter was introduced into an IFU recommended sheath and no resistance was noticed during this procedure. Further information received indicates that an 8 french sheath was used during the procedure while the IFU indicates that an 8.5 french is recommended if any other mark is used instead of preface sheath. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.